Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 285 mg/dl and was addressed with a correction bolus via the pump. Reportedly, customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Functional testing was performed and no failure was identified related to the reported low blood glucose level issue.